Manufacturer narrative:
The technician replaced the left siderail center arm assembly to repair the bed.

Event description:
Information received indicates the left siderail center arm assembly is cracked which is preventing the siderail from latching.